Event description:
Approximately two months after implant this patient developed low vad flow following a CT scan with contrast as part of a driveline infection work up. The low flows were initially intermittent and the patient was asymptomatic so was allowed to return home. However, the low flows continued and the patient developed presyncope despite increase in fluid intake and elective controller exchange. She was admitted to the hospital, placed on a heparin infusion and transplant status upgraded to 1a. Treating clinicians note that the pump is "very positional". Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The site reported that a patient was admitted to the hospital as a result of vad dysfunction and driveline infection which resulted in a heart transplantation. The pump was removed and returned to the manufacturer for analysis. Review of the manufacturing records for the pump had no evidence that the manufacturing process was a contributing factor to the cause of the reported events as it met all inspection and sterility requirements. Review of the controller log files revealed a decrease in estimated flow and power consumption along with multiple low flow alarms, confirming the reported event a possible root cause for the reported "inadequate flow rate' event could be attributed to an inflow occlusion; however patient's complex medical history, procedure and pharmacological factors may have been contributing factors. There is no evidence to suggest that a device malfunction caused or contributed to the reported events. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.